Event description:
It was reported that the patient received 18 shocks from the device. The device is still in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).